Event description:
A malfunction code was reported by the customer, specifically malfunction 16, without any notable events occurring beforehand. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, as it was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions were given to place the pump in storage mode and return it with a prepaid label, which the customer acknowledged.